Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Representative contacted technical solutions to report a patient had experienced an increase in pain after a pump replacement. The patient was switched from a medtronic to a flowonix pump. The implant procedure was said to have gone smoothly. After the catheter was connected, the physician aspirated from the cap with no issues and a stem and catheter prime was programmed. The next day, the patient alleged a lack of pain relief. The following day, the patient was in the office for a volume check, in which an underinfusion volume discrepancy was observed. The expected volume was 13.1ml and the actual volume aspirated was 14ml. The pump was then explanted and replaced a few days later and the pump was taken out and primed on the back table, where medication was visibly beading at the pump.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within the design specifications. Internal complaint number: complaint (B)(4).